Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While it should be noted that the mr ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unchanged mr was likely related to procedural conditions and a result of the slda clips. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The clip delivery system (60608u122) referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the second clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the first mitraclip was deployed on both mitral valve leaflets without issue. During deployment of the second clip, after lock line removal and before the actuator knob was turned, the posterior leaflet was no longer attached to either of the two mitraclips. The clips were only attached to the anterior leaflet, but remained stable. Deployment was completed on the second clip and no further intervention was performed. Mitral regurgitation (mr) was unchanged at grade 4. Mitral valve surgery was performed on (B)(6) 2016. The patient was reported to be doing fine after the surgery. No additional information was provided.